Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2011, the patient presented with unstable angina. One day prior to index procedure, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75 mg. The subject underwent the index procedure. The target lesion was located in the mid right coronary artery (rca). The lesion was treated with deployment of a 32mm x 3.50mm ion drug eluting stent. During the procedure, the subject was started on aspirin 325 mg. Post procedure residual stenosis was 0% with timi iii flow. The subject didn¿t receive a peri-procedural loading dose of the thienopyridine. The following day, the subject was discharged and four days later the subject was randomized to clopidogrel (or) placebo, and was administered the first dose the following day. In (B)(6) 2012, the subject was randomized to clopidogrel (or) placebo, and the first dose was administered on (B)(6) 2013. In (B)(6) 2013, the subject experienced the event of mild in intensity unstable angina and was admitted to the hospital on the same day. On that day, the patient¿s chest x-ray showed mild diffuse interstitial opacity and EKG showed normal sinus rhythm with septal infarct (age undetermined) and non-specific st and t wave changes in inferior and lateral leads. The troponin I was 0.07 ng/ml (0.01 ¿ 0.49 ng/ml). The next day, the patient underwent cardiac catheterization and was found to have three vessel coronary artery disease with 100% lesion in the left circumflex with patent saphenous vein graft to the obtuse marginal, 100% mid lesion in the native right coronary artery and in-stent restenosis in the graft to the right coronary artery. The patient underwent successful stent angioplasty of the saphenous vein graft to the right coronary artery for in-stent restenosis. Two days post hospitalization, the event was considered recovered/resolved and was discharge on the same day.